Manufacturer narrative:
Sorc checked the subject device for evaluation. It was confirmed that the insertion tube of the subject device was peeled off more than 4mm due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could be not identified the cause of the reported phenomenon. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to applying some external force to the insertion part of the subject device. Omsc has confirmed that this phenomenon does not occur due to device or manufacturing, and there is no problem with safety. (There is no multiple occurrences.) If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the insertion tube of the subject device was peeled off more than 4mm during the incoming inspection for repair at olympus service operation repair center (sorc). The subject device had been returned from the user because there was leakage from the distal end of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.